Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion device display has failed and segments are missing, and this interferes with her ability to view the insulin delivery amounts. She changed the battery, but this did not resolve the issue. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The display was tested successfully and fulfills the product specifications. Moreover, no defective pixel could be observed while investigation.